Event description:
On (B)(6) 2012, the reporter contacted animas, stating that the up arrow keypad button was sticking and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.